Manufacturer narrative:
Final device analysis reveals no anomaly found - normal device function.

Event description:
The hcp reported that, the pump was explanted due to device recall after an implant duration of 84 months. The patient was receiving morphine 40 mg/ml at a dose of 10 mg/day and glonidine 300 mcg/ml at a dose of 75 mcg/day via the drug delivery pump. The patient was not experiencing any symptoms and is reported to have " no problems".